Manufacturer narrative:
The service engineer replaced the graphic user interface central processing unit printed circuit board and updated the hardware on the liquid crystal display panels and backlight inverter printed circuit boards. The ventilator passed self-testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.